Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the fiber glass cap was detached and not returned. The outer flow tubing open end exhibits signs of stretching, melting and a hole-exposing the fiber. The fiber was tested with hene laser fixture, aim beam is present at the tip end. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiber life function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
Analysis of the device found that the fiber glass cap was detached. Based on device analysis, the potential for forward firing may exist. There were no clinical consequences to the patient.